Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that, pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and dat at 0.0872 inches. Successfully downloaded history files and traces using thus. The pump history file lists data from 01/14/2021 to 03/30/2021. I was unable to verify bolus daily delivery total or basal daily delivery total on the event date of [05/28/2019] due to no data available in the pump history file. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The test p-cap does lock in place in the reservoir compartment. Pump received with scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, cracked belt clip rails, cracked retainer, and label damage(faded/stained/peeling). No device problem found during full functional testing. Unable to verify customer alleged for low bgs. Retainer ring damage confirmed. For additional information regarding the tests performed refer to d00854230 ¿ appendix e. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low blood glucose. The customer reported a blood glucose value of 6 mmol/l. The customer reported hypoglycemia. The event involved product(s) mmt-1782k. Troubleshooting was performed. It was unknown if the customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. The customer discontinued to use of the device, mmt-1782k was returned for analysis.